Event description:
A system operator reports one pt was prepped for surgery, flaps cut on both eyes and the laser stopped firing at the very beginning of surgery on the right eye. The system operator changed the gas and recalibrated the system, however, they were unable to proceed and complete the procedure. This report is for the right eye, the left eye is being reported under MFR number 1061857-2008-00064. Follow-up info provided by the reporter indicates the pt was re-scheduled, both eyes were treated uneventfully and the pt was not harmed or injured. At one week post-op, the pt's ucva was 20/15 with a plano refraction in both eyes.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which agency informed alcon that complaint (event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision 4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the field service e engineer (fse) was dispatched to the site to evaluate the device. He observed the laser not firing and found an open heater on the thyratron. The laser chassis was replaced and a laser verification was performed. The part was returned to the MFR for testing. The results confirmed an open heater circuit in the thyratron. Conclusion: based on the results of the investigation, the root cause of the laser not firing was due to the thyratron.